Event description:
This complaint is from a literature source. The following literature cite has been reviewed: lin f, lin d, liu j, zheng k, lin c. Comparative efficacy of different anti-shortening screws in preventing postoperative shortening in displaced femoral neck fractures: a retrospective cohort study. J orthop surg res. 2025 apr 22;20(1):400. Doi: 10.1186/s13018-025-05822-z. Pmid: 40259399; pmcid: pmc12013086. Objective/methods/study data: this retrospective cohort study aims to compare the clinical effects of no anti-shortening screws (ass), single-threaded ass, and double threaded ass in preventing shortening in displaced femoral neck fractures treated with femoral neck system (fns). Between january 2021 and december 2023, a total of 235 patients divided into three groups (single-threaded ass: 51, double threaded ass: 49, traditional: 135). Matching based on age and gender resulted in 49 patients per group. The mean age of the patients was 47.1 years (range: 18¿65 years). The single-threaded group and double-threaded group refer to two variations of anti-rotation screws (ass) used alongside the femoral neck system (fns) for internal fixation of femoral neck fractures. Follow-up duration was uniformly distributed across groups, with a minimum of 12 months and a maximum of 28 months. Lot, model and catalog number are not available, but the suspected depuy synthes device(s) possibly associated with reported adverse events: femoral neck system (fns) adverse event(s) and provided interventions possibly associated with unk - constructs: fns (qty 160): (n=2) nonunion (1 case in double-threaded group and 1 case in traditional group) (n=7) avascular necrosis of the femoral head (2 case in double-threaded group; 2 case in single-threaded group; 3 case in traditional group) (n=4) need for secondary total hip arthroplasty (1 case in double-threaded group; 2 case in single-threaded group; 1 case in traditional group) (n=147) femoral neck shortening: 123 cases mild(>0,=5 mm) ( 48, 41, 34); 12 cases moderate(>5-=10 mm) (1,5,6); 12 cases severe(>10 mm) (0,3,9). Adverse event(s) and provided interventions possibly associated with unk - screws: fns locking (qty 3): (n=3) implant cut-out (1 case in double-threaded group; 1 case in single-threaded group; 1 case in traditional group).

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional narrative: d4: UDI: as the catalog/model number was not provided, (01) gtin is not available.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H11 additional narrative: added: e1 (facility name). H3, h6: product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.